Event description:
It was reported that during a 1st diagonal coronary artery stenting procedure, an edge dissection was noted after implantation of a 2.5x12mm xience xpedition stent. A 2.5x08mm xience xpedition was implanted, successfully treating the dissection. There was no adverse patient sequela. One day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Aspirin, clopidogrel. There was no reported device malfunction and the product was not returned. The reported patient effect of intimal dissection, as listed in xience xpedition everolimus coronary stent systems instructions for use (IFU) is a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.